Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 8021545.

Event description:
It was reported that the patient experienced a high blood glucose event due to leakage on (B)(6) 2026. The infusion set was in use for less than twenty four hours at the time of the event.